Event description:
The following was reported by the user facility to the manufacturer on (B)(6) 2013. The patient complained of chills during treatment. Patient's temperature increased to 103 degrees f. Blood cultures were collected and patient was sent to emergency room.

Manufacturer narrative:
(B)(4)- no direct allegation against device. The medical records related to this reported event were provided by the user facility and reviewed by the post market clinical staff and physician. The patient developed fever, chills and nausea during dialysis treatment. The patient discontinued treatment with one hour remaining. Emergency medical services (ems) was called and transported the patient to the hospital. The patient presented at the emergency department with flu-like symptoms. The patient states that the onset of the symptoms began one day prior. The patient's vital signs were as follows: bp 124/48, pulse 107, r 20, pulse ox - 100% ra, temp 101.5. The patient's diagnosis was fever and upper respiratory infection / cold. The patient was given tylenol es 1000 mg and placed on antibiotics. Patient was discharged to home: the vital signs on discharge were bp 160/71, pulse 92, respiration 20, sao2 99, temp 99.1. Based on the medical records provided, the patient's experience does not appear related to the device. Currently, a manufacturing review is still ongoing. A supplemental report will be submitted when the plant investigation is complete. See related MDR numbers: 1713747-2013-99911, 8030665-2013-00371, 1713747-2013-00184, 2937457-2013-00080, 3005162618-2013-00012.